Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, a broken flex coupler was found which was loose inside the unit.

Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, it was noted that the device had a broken motor coupler. Another like device was used to complete the procedure with no adverse patient consequences.